Event description:
The roche field service rep reported the customer informed him they had one pt sample that initially gave a low sodium result that was higher when repeated. Sample type is serum. Initial result gave 114; repeat gave 144 mmol per l. The original result was not reported out and the pt was not affected. The field service rep could not duplicate the issue. He cleaned the sample probe and flow path, and replaced multiple components of the ise system. A precision check, calibration, and controls were run to verify analyzer performance.

Event description:
The roche field service representative reported the customer informed him they had one patient sample that initially gave a low sodium result that was higher when repeated. Sample type is serum. Initial result gave 114; repeat gave 144 mmol per l. The original result was not reported out and the patient was not affected. The field service representative could not duplicate the issue. He cleaned the sample probe and flow path, and replaced multiple components of the ise system. A precision check,calibration, and controls were run to verify analyzer performance.

Manufacturer narrative:
Investigation of data provided concluded incorrect pre-analytic handling to be the root cause for the low results. Incorrect centrifugation speed and time, insufficient sample volume in sample tubes and samples coming in contact with gel led to dirty/gel contaminated sample probes and clots in the ise flow path. Analysis of calibration and control data do not indicate an issue. No patients were affected because the erroneous results were not reported outside of the lab.